Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented due to acute myocardial infarction and percutaneous coronary intervention was performed. The target lesion was located in an unspecified vessel with a severe lesion condition. A 2.25x16mm promus element plus stent was advanced however, failed to cross the lesion. The physician then performed a parallel wire technique but attempt was not successful. The device was retrieved and the distal edge was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.